Event description:
Nurse was unable to get pca tubing to prime. Manufacturer response for pca tubing, bd pca administration set (per site reporter). Quality event report emailed to customer feedback <customerfeedback@bd.com>. Return email received from customer advocacy complaint management. Complaint file (B)(4). Product returned.